Event description:
The distal tip of the catheter was damaged in the package at the junction where the protective tube ends. A second catheter was removed from inventory and utilized for completion.

Manufacturer narrative:
Technical eval: there was a kink/flat spot between 1.5 and 2.5cm from the distal tip. This jammed in the protective tubing when the catheter was removed. Conclusion: the incident was confirmed as reported. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 2314-03.a, (lot# l15252). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. (B)(4). This lot was associated with (B)(4) which required add'l testing to increase process monitoring. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.